Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer experienced diabetic ketoacidosis and blood glucose (bg) that was high, however a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer performed a pump reset to resolve the issue.